Event description:
It was reported that a urethral injury occurred during the implantation of a spectra device. "Corporotomy prolene stitch perforated urethra on left side discovered after implant. Removed left rod, right rod kept inside." No further patient complications were reported in relation with this event.

Manufacturer narrative:
(B)(4).